Manufacturer narrative:
Upon completion of investigation a follow up report will be filed.

Manufacturer narrative:
The supplier performed this evaluation. During evaluation a review of quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: no visible damage to the sensor, catheter material or connector. The device failed temperature test - reading was 1.5mmhg. It should be +/- 0.5mmhg. (Adjusted potentiometer - temperature is in spec.) The sensor passed electronic, noise, linearity/hysteresis and signal drift tests. Mfg. Date: 02/25/2014. Based on the above evaluation the supplier was unable to confirm the complaint. However, the difficulty observed during the temperature test appears to have been caused by the connector being dropped or bumped hard enough to offset the potentiometer. Note that the difficulty observed during the temperature test is unrelated to the issue reported by the customer. No corrective action required based on the above evaluation. Trends will be monitored for this or similar complaints. At the present time this complaint is considered closed.

Event description:
At 04.00 icp readings increase to 28-80mmhg from a level of 13 mm. It happens during xray bedside when they pulls out the "slide" for the xray discs under the patient. Icp readings are stabilized the next two hours, to reach the levels before the incident. At 08.27 during transport to CT scan a new increase op icp appears. It increase from 15-33mmhg. (Professor (B)(6) takes a picture from the monitor of this event.) A new sensor is implanted. Sales rep´s comment: I´m waiting for more data from the customer in this case (gender age etc.)